Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a systems test did not complete on (B)(6) 2010 as there is an interrogation of 0ma/20hz/500 pulsewidth/30 sec on/60 min off. The settings were immediately corrected, but the off time was set to 120 minutes and previously before the systems test the off time was 1.1 minutes. The physician was notified of the off time discrepancy and programming anomaly occurrence.